Event description:
Per the clinic, the patient experienced a sudden loss of connection to the internal device subsequent to sustaining a head trauma. The implanted device remains.it is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report,(B)(6), 2012.

Manufacturer narrative:
(B)(4): implanted device remains.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2012, and the patient was reimplanted with another device during the same surgery. (B)(4).